Event description:
Patient was self-administering bl2 shot and needle broke of syringe and lodged in patient's leg. Patient referred to local ER for removal after being evaluated at (B)(6). Needle broke off and lodged in patient's leg.